Event description:
The patient reported issues with their Dexcom sensor causing inaccurate blood glucose readings that led to a hospital visit. Two nights prior, their sensor alerted them to critically low blood sugar (reading as low as 40 mg/dL and showing "critical low"), but they were not experiencing typical low blood sugar symptoms. Despite consuming glucose tablets, the sensor readings remained low. EMS was called and the paramedics measured their actual blood sugar at 280 mg/dL via a fingerstick. The patient was transported to the emergency room (ER) with hyperglycemia on (b)(6) 2026. Additionally, while the patient was in the ER, their sensor was reading 80 mg/dL with a fingerstick of 176 mg/dL, so values were inaccurate. The Pod was worn for longer than 48 hours. The patient noted they were not symptomatic. The patient was treated with urinalysis, EKG, labs and intravenous fluids. The patient was discharged from the ER approximately 2 hours later.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.4.Hardware: iPhone17.1.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.